Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula was bent at the infusion site. We are unable to confirm or determine the root cause of the reported bent cannula and if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s916usqs7ezci hardware: sm-s916u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl, while wearing the pod longer than 48 hours. When the pod was removed from the arm, the pod¿s cannula was found to be bent. Details of the treatment were not provided.

Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data shows that the pod generated an 0x18 empty reservoir alarm. The reservoir was confirmed to be empty upon inspection. The data does not contain any drive stalls, timeouts or pulse width increases that would indicate a failure to deliver insulin. The investigation found no evidence of a bent, kinked, or damaged cannula.